Event description:
The customer reported that the iris was stuck on large. No patient injury was reported.

Manufacturer narrative:
The ge service rep checked the voltage. He repaired the wire and verified operation by booting system with no errors. The system operates as intended.